Manufacturer narrative:
.

Event description:
It was reported that a patient was experiencing tightness in her chest, vocal cord paralysis, dysphagia, and sleeping difficulties due to the tightness in her chest. These events started after she had thyroid surgery in (B)(6) 2014, but they just started getting worse recently. The physician programmed the device off on (B)(6) 2015 to determine if the issues were related to stimulation, but left the patient's magnet output current at 1.5ma. The physician attempted to perform system diagnostics, but the patient felt pain during the stimulation and was unable to complete the test. The physician planned to turn the patient's device back on at the next appointment, but the patient did not go to the appointment because she was no longer feeling tightness in her chest, the dysphagia had resolved, her voice had come back, and she was no longer feeling painful stimulation. The patient did not want to have her device turned on for at least a month because she did not want to experience the side effects and she could not afford to go to another appointment. Attempts for further information have been unsuccessful to date.

Event description:
The physician did not believe that the patient had vocal cord paralysis, but instead just had hoarseness. The dysphagia was occurring with stimulation, and the patient felt the painful stimulation at the neck and electrode and generator incision sites. Diagnostic results from (B)(6) 2015 were within normal limits and did not indicate a device malfunction.